Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis found outer insulation abrasions 21.3cm from the pins and 22.6cm to 23.0cm from the pins both over the ring cable lumen. The ring cables did not have their insulations abraded. Abrasion is consistent with lead friction to the ICD can. No complaint received with return of the device. Failure (event) observed during analysis.